Event description:
A physician reported disengagement failure of a perforator ((B)(4)) during surgery causing brain contusion. Several burr holes were made. It occurred during the last burr hole at the tent. Midas (medtronic) was used with the perforator. It is unknown if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. No further information was provided by hospital.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The disposable perforator (ID (B)(4)) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. Unit had a partially worn label, but no other anomalies were observed. "IFU" testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release and the unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.